Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the device was not reprocessed according to the instructions for use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section: gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had problems related to reprocessing. The customer reported using a handheld leak tester to leak test the scopes. The issue was found during an olympus scheduled endoscopy support in-service visit. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.